Event description:
It was reported that during a percutaneous peripheral intervention, a guidewire coating issue occurred. The target lesion was located in an unspecified vessel of the leg. Upon advancement of the xch/ 035/ 260 amplatz super stiff guide wire, the device was shredding or losing its coating and was found to be "rough on the surface." An attempt was made to advance a 035 mustang balloon catheter, however, it was unable to pass across the wire. The guidewire was then removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the visual inspection was performed and no peeling or damages were noted on the device. All the outer diameter (od) taken met specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention, a guidewire coating issue occurred. The target lesion was located in an unspecified vessel of the leg. Upon advancement of the xch/ 035/ 260 amplatz super stiff guide wire, the device was shredding or lossing its coating and was found to be "rough on the surface." An attempt was made to advance a 035 mustang balloon catheter, however, it was unable to pass across the wire. The guidewire was then removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.